Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error and failed battery test. Customer's blood glucose at that time was 132 mg/dl. Troubleshooting was done. Advised customer the insulin pump and battery cap would be replaced. No further information provided.

Manufacturer narrative:
Insulin pump had intermittent button response due to moisture damage keypad trace. No button error alarm. Insulin pump had minor scratches on lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot and cracked reservoir tube lip. No unexpected failed battery test during our testing noted.